Event description:
The customer reported the display is not turning on, and the controls on the device do not work sometimes.

Manufacturer narrative:
(B)(4). The customer reported the display is not turning on, and the controls on the device do not work sometimes. The device was evaluated at philips and the symptom was clarified as an intermittent failure to power up. The processor pca was found to be defective and it was replaced to resolve the issue.